Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. The service technician was unable to duplicate, "unit displaying ventilator inoperable (inop) code conditions". The service technician performed a 30,000 hour preventative maintenance repair to replace all of the components that may have contributed to the vent inop alarm. The service technician reported scrapping all of the suspected components so no parts are available for further evaluation.

Event description:
The customer reported model lap top ventilator 950 displaying ventilator inoperable (inop) code conditions. Upon further investigation, the customer stated the ventilator was in use at time of incident but the patient was switched to a back up ventilator and there was no patient injury or harm. The customer also reported that he was received the complaint back in (B)(6) 2014 but did not evaluate or report the incident until (B)(6) 2015.